Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Customer¿s blood glucose was 347 mg/dl. Tandem technical support instructed the customer to load a new cartridge to resolve the issues. Customer declined further troubleshooting and follow up from tandem technical support.